Manufacturer narrative:
Concomitant medical products: product ID: 3889-28, lot#: va1vxf7, implanted: (B)(6) 2019, explanted: (B)(6) 2020, product type: lead. Product ID: 3889-28, serial/lot #: (B)(4), ubd: 31-oct-2022, UDI#: (B)(4). Analysis results were not available at the time of this report. A follow-up report will be submitted when analysis is completed. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a manufacturer representative (rep) regarding a patient with an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stimulation and gastrointestinal/pelvic floor. It was reported that the patient had been experiencing pocket stimulation. The rep reported that the patient had been complaining of pocket stimulation when the 3058 had been turned on. The rep reported that the diagnostics/troubleshooting/interventions/action performed to resolve the issue were that they went through all the standard programs to see if any would not stimulate the pocket where the 3058 was located however every program created the same shocking sensation according to the patient. Thus a lead revision was performed on (B)(6) 2020 where the original lead was removed and replaced. The lead was returned to the manufacturer company. The rep reported it was unknown if the issue was resolved and noted they would follow up for more information. There were no further complications reported.

Manufacturer narrative:
Product ID 3889-28, lot# va1vxf7, implanted: (B)(6) 2019, explanted: (B)(6). Product type lead. Analysis information -- )b)4)/2020 08:44:53, (B)(4), product ID# 3889-28 .below is unedited, system generated text based on the analysis finding code(s). The returned device was subjected to a series of standard tests that include but is not limited to visual inspection and electrical testing. Analysis identified a break in the insulation under {x} electrode at the distal end of the lead; consistent with explant damage. If information is provided in the future, a supplemental report will be issued.

Event description:
No new information.

Manufacturer narrative:
Information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Weight was provided as a range: (B)(6). If information is provided in the future, a supplemental report will be issued.

Event description:
Follow up information received from the manufacturer¿s representative reported that the patient stated, on (B)(6) 2020, that they shocking sensation started a few weeks prior after a fall they had. As to the cause, the representative mentioned that when the wire was removed from the ins battery, there was no evidence of any damage so the cause was unknown. The information above was confirmed with the physician. There were no further complications reported or anticipated.